Event description:
While using a byte night aligners, patient reports that the aligners have caused open upper bite. Patient's dentist stated that damage done to patient's teeth is irreversible and needs conventional orthodontics.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.